Event description:
The user facility reported that the metal needle became separated from the plastic wing-hub of the infusion set while it was still inserted in the pt's vein. This resulted in blood spillage before the needle was removed. The needle was removed before it could progress any further into the pt.